Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient was last seen on (B)(6) 2019. Patient was charging and everything was working as intended. No issues were mentioned by the patient. The hcp office was aware that patient is very emotional and is very irritable and unreasonable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that she got the implant on (B)(6) 2019 and they have been trouble shooting ever since. One of the issues is she has to charge so often. She charges twice a day. Second issue it doesn't help with the symptoms. Patient has asked five times to have the device taken out. Patient gets shocked or a jolt. She said, that started a couple months ago. Patient said who wants tingling all day long at 6.0 volts. Doesn't even get to 100% charge. She said it will say excellent for an hour, and then her hand set has gone down to 40%, and then she had to recharge the hand set. Patient had an appointment with the hcp on (B)(6). No further complications were reported/anticipated.